Event description:
On 7/21/92 one of our residents suffered a fractured hip involving the bar hook style saf-lift. The resident expired on 7/29/92 as a cause of death being asytole. Upon investigation I discovered that the safety bar did not lock properly when the chair was placed in the lift; and eith the movement of the resident leaning forward as the certified nursing assistant was lifting the resident's legs upward caused the chair to dismount the liftinvalid data - regarding single use labeling of device. Patient medical status prior to event: unknown. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: yes. Corrective actions: device temporarily removed from service. Invalid data - on device destroyed/disposed of status.